Event description:
The company received a report where the end clinician experienced difficulty deflating the cuff during patient use. Extubation and reintubation of a replacement tube was required.

Manufacturer narrative:
Part number# 135-70 is not distributed in the u.s.; however, pn# 86550 is of essentially identical design and is distributed in the u.s. 510k for us distributed part is k841872. The customer stated that the sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.